Event description:
The customer reported that while reprocessing the flex deflectable videoscope, the device exhibited a e216 communication error. There was no patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.